Event description:
Additional information has been received stating that, the patient had the lens in the right eye explanted about 5 weeks ago. Also, the left eye was not yet explanted but will likely be explanted.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The instructions for use (IFU) states that it is possible to experience very bothersome visual disturbances, significant enough that the patient could request explant of the intraocular lens (iol). Most patients implanted with the iol are likely to experience significant loss of contrast sensitivity as compared to monofocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the patient had decided to explant the left lens as well as the 20 foot glare lines while driving from dusk until dawn make it difficult to drive. The patient was hesitant to have both eyes explanted however the patient found driving even with one company lens was debilitating.

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was progressively seeing less for distance vision, glare at night and dusk and was able to see only approximately 8 feet away in grocery store. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that after the explant and replacement with another lens the patient's issue of glare has been resolved in the right eye.